Manufacturer narrative:
Findings: unit passed basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and displacement test. No unexpected no delivery alarms were noted. Unit received with cracked case at display window corners and battery tube threads. Unit received with minor scratched display window.

Event description:
It was reported that the customer had a no delivery alarm on the insulin pump. Customer stated that he was hospitalized for his high blood glucose levels. Customer's blood glucose level at the time of hospitalization was 450 mg/dl. As the customer was sleeping, the insulin pump failed to give a no delivery alarm. Customer was hospitalized due to diabetic ketoacidosis. Customer was not wearing the insulin pump at the time of hospitalization. Insulin pump will need to be replaced. No additional information provided.